Event description:
It was reported by the customer that a pyxis medstation es system had medications not showing up on auto restock. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to software issue. A technical support specialist followed the ( ka 000002999 - delete a med in db: tbllocationinventory ), logged into the station and updated the sql command, updated the database and rebooted the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.